Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the tlc55 instrument would not complete the firing sequence. The case was completed using another instrument. There was no consequence to the pt.